Event description:
The territory mgr (tm) of a (B)(6) male pt called in to zoll lifecor customer support to report that the pt had passed away. The pt was wearing the lifevest at the time of death.

Manufacturer narrative:
Monitor (B)(4): 09/2009, electrode belt (B)(4): 09/2009. Device eval summary: device evals of monitor (B)(4) and electrode belt (B)(4) have been completed. The attached event analysis shows the pt was appropriately treated for ventricular tachycardia. The pt died from asystole, a non-treatable rhythm. The device appropriately detected and alarmed for asystole. The ECG report for the pt's asystole is attached. During the service investigation of the associated equipment, it was discovered that the monitor's front response button was inoperative. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. The device did not exhibit this malfunction while with the pt, it was discovered postmortem. The electrode belt was otherwise fully functional. The response button was replaced. Conclusions: the device properly alarmed for, treated, and converted vt to a slower, organized rhythm. The device properly detected and alarmed for two asystole events, as designed. No treated sequence was initiated for bradycardia as it is considered non-shockable rhythm.